Event description:
It was reported that intermittent audio output occurred. The patient¿s father stated that the family was on their way back from a vacation when the patient started vomiting and developed symptoms of dizziness, weakness, dullness, sleepiness, and extreme thirst. The patient's parents brought him to a hospital for care where he was admitted for hyperglycemia with a blood glucose value of 456 mg/dl. The patient's parents later noticed that the patient's sensor had failed prior to the patient becoming hyperglycemic but neither the patient nor his parents recall hearing the sensor failure alert. At the hospital, the patient was treated with insulin therapy and IV medication and was released after three days. The patient was reported to be in good physical condition at the time of contact with no lasting injuries resulting from the incident. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.